Event description:
The nurse of a peritoneal dialysis (pd) pt reported the pt found a fluid leak during the pt's treatment. While the pt was in treatment, the cassette leaked during a fill stage. The set was not made available for eval. During follow up the pt's nurse stated the pt's effluent has remained clear and the pt has no infections. The pt's pd nurse reported that the pt was give 2 grams of prophylactic vancomycin antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
The complaint sample was not available to be returned for physical evaluation, however, on (B)(6) 2016 four cases of companion samples from catalog# 050-87216, lot# 15cr08050 were received from the distribution center. Visual examination found no defects. The simulated treatment was performed and completed without any failures or problems. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.